Manufacturer narrative:
The device was returned to zoll medical corporation. The customer report was unable to be duplicated during testing at zoll. The device was extensively tested functionally for pacing with a simulated ECG signal and zoll accessories with no faults identifed. The log suggests poor coupling to the patient was a factor. The device was recertified and returned to the customer. No trend related to similar reports.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.